Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient underwent procedure for a crt-p upgrade, during which this lead dislodged while still connected to the generator. Helix was verified as extended. Physician chose to explant and replace the lead. No issues were reported on the lead prior to this incident. Should additional information become available, this file will be updated.